Event description:
It was reported that a pericardial effusion was diagnosed which required drainage. An rv lead perforation was suspected. The patient was discharged after the lead measurements were normalized. The lead remains implanted.

Manufacturer narrative:
Na